Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up-arrow and down-arrow keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under the key contacts. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. The firmware revision and the manufacture date are (e3a, 2009/11).

Event description:
The patient reported that the keypad buttons have been intermittently unresponsive and sticking for the past few months. She stated that the buttons collapse when pressed and do not spring back. The patient stated that she wears the pump attached to her belt, and denied exposing the pump to cleaning products.